Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. The tubing was primed to remove the air bubbles. Customer's blood glucose level was 485 mg/dl.